Event description:
It was reported that stent fracture occurred. A rebel stent was implanted in the target lesion; however, it was noted that the stent was fractured. The recently implanted stent was post dilated and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).